Event description:
As reported by the cec adjudication committee, a (B)(4) study patient experienced peri-procedural myocardial infarction and at discharge the patient experienced stable angina. The indication for the index procedure was unstable angina. Angiography at that time, revealed 95% stenosis to the 2nd obtuse marginal (2nd ob marg). The lesion was described as 8mm in length, class a, de novo, mid and heavily calcified. The reference vessel was 2.75mm in diameter. A 2.75 x 18mm cypher rx was implanted at 12atm by direct stenting. There was 0% post residual stenosis and timi 3. The mid right coronary artery (rca) was described as having 70% stenosis, 20mm in length, proximal, class a and de novo. The lesion was heavily calcified and extreme tortuosity. The reference vessel was 3.0mm in diameter. A 3.0 x 23mm cypher rx was implanted at 16atm by direct stenting. The post residual stenosis was 0% and timi 3. At pre-procedure, the ck peaked at 163 (170 u/l), the ck-mb peaked at 8.7 (5.0 ng/ml) and the troponin peaked at 1.30 (0.04 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 163, the ck-mb peaked at 8.7 and troponin peaked at 1.30. At discharge, the ck peaked at 163, the ck-mb peaked at 8.7 and the troponin peaked at 1.30. There was no procedural complications reported and the patient was discharged the next day. At discharge, it was reported that the patient had stable angina. It is unknown if the patient was medically treated at this time. Based on the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The committee reported the event as related to the device and related to the procedure.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including dyslipidemia, hypertension and diabetes. The indication for the index procedure was angina. Angiography revealed a 95% stenosis in the 2nd om and a 70% stenosis in the mid rca. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first lesion treated was the 2nd om. Single study stent implantation was completed successfully. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The second target lesion treated was the mid rca. Single study stent implantation was completed successfully. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 122, the ckmb was 1.3 and the troponin was 0.01. Post procedure the ckmb was 1.8; the ck and the troponin were not tested. The next day the ck was 163, the ckmb was 8.7 and the troponin was 1.3. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core ECG lab report was not available was there was no pre procedure ECG available for comparison. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15091550 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications: asprin 325mg qd, gemfibrozil 60mg qd, lisinopril 20mg qd, amlodipine 10mg qd, atenolol 100mg qd, xanax 1mg qd, hydrochlorothiazide 25mg qd, novolog 30units bid, lantus insulin 50 units bid, zocor 80mg qd and nitroglycerine 0.4mg prn. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00239 and 3003742446-2012-00240.